Manufacturer narrative:
Section h6 (patient and device): correction. Manufactures investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported pump stop events and controller faults. In addition, the prior report of the cosmetic damage (refer to MFR report#: 2916596-2019-04330) was also confirmed through the evaluation of the returned driveline. The submitted log file contained one line of data. It was noted that the controller time was not set. A driveline fault alarm was observed. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 22.5¿ of the distal-end of the driveline was returned for evaluation. Upon stripping the ends of each wire for electrical continuity testing, the slight tug on the black wire caused the wire¿s insulation to elongate and the inner conductors to fracture. Electrical continuity testing of the driveline segment revealed an open circuit in the yellow, red and green wires. The remaining orange and brown wires were found to be electrically intact, even with manipulation of the driveline segment. Red rescue tape was observed throughout the length of the returned driveline segment. The driveline also had missing silicone jacket at approximately 9.5-12.5" from the metal connector. Removal of the tape revealed tears on the silicone jacket. Twists were observed on the bionate layer at approximately 4", 10", 12" and 14" from the metal connector. It was noted that the bionate layer had a dark discoloration as well. The metal braided shield showed severe breakdown along the length of the driveline. Visual inspection of the wires confirmed breaches to the insulation of the orange wire at approximately 6.5¿ and 10¿ from the metal connector. Breaches to the insulation of the red wire was observed at approximately 10¿ and 13¿ from the metal connector. Lastly, both the brown and green wires had a breach to its insulation approximately 13¿ from the metal connector. Slight manipulation of the driveline¿s wires was performed and caused the red, yellow and green wire¿s insulation to elongate and the inner conductors to fracture. All the damages observed appeared to be the result of fatigue failure due to repetitive flexing of the driveline. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. If the exposed conductors of any damaged wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting short to ground would have resulted in pump stop events. If the exposed conductors of the damaged wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power or the ungrounded patient cable, the resulting electrical phase to phase short would have resulted in pump stop events. In addition, if the damaged inner conductors of the black, yellow, red and green wires caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in driveline fault alarms. Following the repair, the account submitted another log file for review. The log file contained data from on (B)(6) 2020. The pump appeared to function as intended, remaining above the low speed limit. No hazard alarms were observed. The account also communicated that the patient no longer had any alarms. The patient was discharged home in stable condition following the driveline repair. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. The IFU and the patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with controller fault alarms reported to have been occurring on both system controller. The patient is hemodynamically stable and lvad still running but unable to get speeds, data, or do anything with the monitors even with ungrounded cable. X-rays submitted do not see any areas of concern on the internal driveline x-ray. The external images are very dark therefore cannot determine if there are any compromised areas. Based on the condition of the external driveline it is more likely that the fault is external than internal. The patient will be in the intensive care unit (ICU) (5 heart) with access to inotropes/pressors, or temporary mechanical support, as discussed with the surgeon if the patient needs to resort to a pump exchange. On (B)(6) 2020, the patient underwent an external a distal end percutaneous lead (driveline) repair. The phase interrupter indicated a broken green and black wire within the percutaneous lead. The percutaneous lead replacement performed approximately 3 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. Log file submitted after the repair revealed no unusual events recorded in the log file event history following the repair and controller reconnect. The mcs equipment is operating as intended. The patient was discharged home in stable condition status post percutaneous lead repair. No additional information provided.